Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Device received with slightly loose drive support disk. Device received with corroded motor home switch. Device received with corroded keypad traces. Device received with cracked case at display window corners and battery tube threads. Device received with broken reservoir tube lip and belt clip slot. Device received with minor scratches on lcd window.

Event description:
Customer reported via phone call that the device turned off and would not work. Device would freeze and start again and the back of the reservoir compartment was pushing out. Customer's blood glucose was unknown. Drive support cap was protruded. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.